Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h4, h6, h11. The device was not returned to olympus for inspection and the reported failure was confirmed based on the investigation. The customer contacted olympus technical assistance support (tac) via phone. The scope detector switch is stuck in a retracted position, and the switch is inside the scope socket at the 12 o'clock position. Customer had to insert his finger at the 12 o'clock position and wiggle the scope detector switch which freed it and popped it back out again. We confirmed when he turned back on the clv-s190 / 7610942 the front panel was no longer blinking. Nick confirmed no scope is connected and nbi is lit up. I advised nick nbi will always be lit up when no scope is connected to this tower. Issue resolved. The customer informed tac of the event. The device was not returned to olympus for evaluation. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the xenon light source presented front panel flashing. The issue occurred during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.